Event description:
It was reported that the right ventricular (rv) was suspected of a rv lead fracture. The superior vena cava (svc) impedance had jumped/had been spiking since (B)(6) 2010; during that time the rv coil impedance was varying, but in a much lesser scale. It was also reported that the doctor tested the lead through the analyzer and the svc tested normal; however when hooked to the device the svc measured >200 ohms. The rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned to the manufacturer in segments and analyzed. The defibrillation conductor was fractured and distorted. The outer tubing overlay had cosmetic environmental stress cracking (esc) and outer insulation torn. The exposed defibrillation coil had a white substance, outer insulation had cosmetic depression and the lead was stretched.